Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to communicate with an electrode belt. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a damaged j2005 connector and bent pins. The cause for the damaged j2005 connector is corrosion. The root cause for the corrosion was likely ingress of an unknown liquid. The root cause for the bent pins could not be positively identified but was likely a result of improper mating of the monitor with an electrode belt. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.